Manufacturer narrative:
Additional information has been provided in b.5. And b.6. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received, the patients visual acuity has fully recovered with correction.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received indicated patient's vision is improving but is still red and irritated. Additional information has been received indicating the doctor made several attempts. He did not stop after the first error message. The system indicated to restart. But the error came faster and faster. The doctor stopped the case at that point.

Manufacturer narrative:
Corrected information has been provided in h.6. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information has been provided in b.5. The manufacturer internal reference number is:(B)(4).

Event description:
The patient is doing fine and is satisfied with the result of visual acuity at 20/25 (8/10). The anticipated 20/20 (10/10) visual acuity is not expected due to an intraocular lens (iol) implant being removed and implanted in the sulcus with induced astigmatism at a different facility. Additional note: it is confirmed the doctor is a surgeon.

Event description:
Additional information received indicated the system displayed a system message and switched off upon cortex removal. The complication the patient experienced was a posterior capsule tear. The system could not be restarted and therefore the viscoelastic could not be removed and the patient's intraocular pressure increased. The intraocular lens was implanted in the sulcus. The patient was transferred to another hospital for completion of the case on the same day. The patient was hospitalized. Currently the patient is experiencing choroidal swelling and corneal edema and decreased visual acuity.

Manufacturer narrative:
Additional information has been provided in a.1., a.2., a.3., b.2., b.5., b.6. And h.6. The manufacturer internal reference number is: (B)(4).

Event description:
Currently the patient is doing fine with visual acuity at 20/25 (8/10). Corrected information received indicates the doctor is a female.

Manufacturer narrative:
Additional information has been provided in b.5., b.6., d.10., h.3., h.6. And h.10. Corrected information has been provided in b.5. The company service representative examined the system and confirmed the system message (sm) [host-software error]. The host module was replaced, the software was updated, and the doctor settings were uploaded. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The company service representative provided the case log and event log for the system. A review found that sm [host-software error] had displayed five (5) times on the day of the procedure. The message that is displayed to the user states, ¿system not operational. Recommended actions: 1) press standby switch to shut down system. 2) restart system. 3) if condition persists, note fault number and contact alcon technical services.¿ however, the sms did not display during any of the four (4) procedures performed that day. It should again be noted that sm [host-software error] did not occur during any of the cases performed on the day of the reported event. The doctor stated that she continued to proceed with the surgery even after sm [host-software error] displayed several times. It should be noted that the system is designed to perform self-checks to ensure proper functionality. If the system detects an issue that may compromise the integrity of the system¿s output, then the system is designed to produce a system message to alert the user and to disable the affected function or system until the issue has been resolved. This is meant to preclude use of a compromised function or system for surgery. If subsystems are disabled or in the event of a total shut down during surgery, the licensed/trained operator should be competent in mitigating the risk of any direct patient harm and allowing a stable intraocular environment to be maintained. Nonetheless, the cause of the reported patient impact cannot be determined based on the results of the investigation. The root cause of sm [host-software error] displaying can be attributed to the nonconforming host module. The root cause of the reported patient impact cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information has been provided in b.5., b.6., b.7. And d.11. Corrected MDR type is adverse event only and not malfunction as previously reported. The manufacturer internal reference number is: (B)(4).

Event description:
A completed questionnaire was received from the surgeon. The patient was placed on an diuretic and had to undergo a vitrectomy. The surgeon presumes there was a loss of pressure due to shutting down of the system which resulted in too little pressure in the eye. The capsule moved to the anterior chamber and touched the instruments. The entire posterior capsule tore. Vitreous presented into the anterior chamber. The intraocular lens could not be implanted. The doctor indicated she had the error multiple times and that she had to restart the system manually.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported the system switched off. Additional information received indicated the system suddenly failed during an important moment of a cataract extraction procedure which caused a complication. The system could not be restarted. The case was aborted and the patient was transferred to another hospital. The complication has not been specified by the customer. Additional information has been requested.